Event description:
Customer reported that the insulin pump alarmed displayable history failed on startup. Customer stated a temporary basal was not programmed before the alarm and the device was not stored without a battery for an extended period of time. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.